Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during an emergency coil embolization to an aneurysm at the anterior choroidal artery (acha), a 2mm x 4cm galaxy g3 mini coil (glm920040, l14532) was used as seventh coil. The physician unlocked the introducer lock and the delivery wire was attempted to be advance. However, the complaint coil did not advance. Therefore, the complaint coil was replaced with a coil from the same lot and the new coil delivery system advanced and was implanted without any problems. In total seven coils were implanted, and the procedure was completed. No additional information is available. One non-sterile unit galaxy g3 mini 2mm x 4cm was received inside of a pouch. The received device was visually inspected, the dpu was found with several kinks and protruding from the introducer. Then a microscopic analysis was performed, and the embolic coil was found stretched and tangled, also it was mechanically detached from the rh. No other damages were observed. A manufacturing record evaluation was performed for the finished device l14532 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil - impeded-in introducer¿ was confirm. However, the stretched condition noted on the embolic coil may have contribute to an impediment. The damaged condition appears to have been caused by excessive force. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. Impeded in introducer is a known potential issue associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. An embolic coil becomes stretched when an excessive pull force is applied to the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during an emergency coil embolization to an aneurysm at the anterior choroidal artery (acha), a 2mm x 4cm galaxy g3 mini coil (glm920040, l14532) was used as seventh coil. The physician unlocked the introducer lock and the delivery wire was attempted to be advance. However, the complaint coil did not advance. Therefore, the complaint coil was replaced with a coil from the same lot and the new coil delivery system advanced and was implanted without any problems. In total seven coils were implanted, and the procedure was completed. Based on the device investigation, the embolic coil was found stretched.